Event description:
It was reported that following the implantation of an elevate anterior the patient experienced mild lower back pain. No intervention has been done and the event is considered continuing. No further patient complications have been reported in relation to this event.

Manufacturer narrative:
This supplemental report is being submitted against an initial report that was submitted under the previous site registration number ((B)(4)). The effective site registration number is (B)(4).

Event description:
Additional information received indicated that the patient experienced discomfort. As of (B)(6) 2016, the event was still considered continuing. No further patient complications have been reported in relation to this event.